Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: - " o2 sensor calibration needed " shown on screen - performed o2 sensor calibration test not passed, o2 sensor need to be replaced. - " battery 1: replacement required " shown on screen patient was not affected as it occurred during startup.

Manufacturer narrative:
- Replaced o2 sensor with new one and it solved the problem. - performed preop check all test passed. - battery need to be replaced. - checked the unit found working ok hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: - " o2 sensor calibration needed " shown on screen - performed o2 sensor calibration test not passed, o2 sensor need to be replaced. - " battery 1: replacement required " shown on screen patient was not affected as it occurred during startup.